Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (380-400 mg/dl). A bolus via the pump and insulin injections were administered to address the bg level. The cause of the high bg was not known. The customer reported that the high bgs would occur after the pump supplies had been in use for 2 days. The customer changed the pump supplies prior this report and no device issues were identified. On (B)(6)2017, upon follow-up, the customer's bg level was 140 mg/dl and no further issues were reported.